Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 500 mg/dl. Customer treated their blood glucose with a manual injection. The customer reported dropping the insulin pump during an infusion set change. Customer stated the alarm occurred after prompting a rewind. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump due to recurring motor error alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The drive support disk was inspected and no anomaly was noted. No e70 alarm in the alarm history screen. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.